Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: one hundred and fifty-eight unopened dispenser packaging of lot 4509861453, and one opened dispenser packaging of the same lot were received. They arrived in a decontaminated condition and they are available for investigation. Investigation - the investigation was carried out visually and microscopically. We made a visual inspection of the opened dispenser packaging. Here we found holes or cracks at the packing. We also made an optical inspection of the arrived unopened dispenser packaging. Here we detected no visible damaged dispenser packaging of the package. There were some found with suspected visible damage. Furthermore, the products were sent to the production department for further investigations. The report will be updated when we receive a statement from that department. Batch history review - the device quality and manufacturing history records will be checked for the lot number. Once the quality coordinator of the production plant checks it, the report will be updated. No similar incidents have been filed with products from these batches. Conclusion and root cause - there is the possibility that the root cause of the problem is related to an improper transport of the product. The report will be updated after further investigation from the production department. Rationale - due to the circumstance that the products have been sent to the manufacturer for an analysis, this is a preliminary report. There is the possibility that the holes or cracks and suspected visible damage were caused due to an improper transport of the product. There is also the possibility that the cause could be traced back to an increased load, e.g. Drops, impacts or similar, during transport. A CAPA was initiated and completed.

Event description:
It was reported that there was an issue with the scalpel package. Prior to surgery, it was noted that there was a hole or crack in the sterile packet. The device was not used on a patient. There was no additional information.